Manufacturer narrative:
(B)(4) concomitant medical product: persona stem extension tapered catalog # 42557000114 lot # 63820710. (B)(6) reporter had indicated that product will not be returned because it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00732.

Event description:
It was reported that during knee arthroplasty, the implant was found damaged within packaging and were not sterile. Another implants were used to complete the procedure. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.